Event description:
During testing by baxter, the spectrum pump alarmed for a constant downstream occlusion. There was no patient involvement. No further information is available.

Manufacturer narrative:
(B)(4). The device was evaluated by baxter. During testing the device alarmed a "constant downstream occlusion alarm" caused by a failed downstream sensor. The evaluation found the downstream sensor current reading to be out of specification with a fluid filled set. This elevated signal level is the cause for the nuisance downstream occlusion alarms. The downstream sensor has been replaced.